Event description:
A physician reported that probe had no cutting performance after connected to the device and the test could not pass before vitrectomy surgery. The surgery was completed on the same day after replacing another model product. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).